Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that customer experienced hypoglycemia. The customer blood glucose level was 35mg/dl. Customer also received the pump error alarm but was not able to find out which number was on the pump error. No troubleshoot for the pump error as customer was not able to determine which pump error occurred. Customer had using insulin pump system within 48 hours of reported low blood glucose event. Customer did allege pump was over delivering because he has been delivering bolus and basal as normal, but that he has been experiencing low blood glucose the past three days. The insulin pump and reservoir will be returned for analysis.